Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of three for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2019).

Event description:
It was reported that, the device allegedly had a labelling problem. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of three for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three sealed maxcore disposable core biopsy instruments were returned for evaluation. The labels of every returned device were found to be different from an original bard maxcore. The labels from the time of release were verified to be accurate. Three electronic photos were provided and reviewed. The first photo shows two different label. The first photo shows two separate labels. The lot number and material number listed on the above mentioned label is reaq1278 , mc1825 respectively. The lot number and material number listed on the below label is refs4260, mc1825 respectively. The label's bar code appears to be highlighted. Instead of having rounded corners, the label above has square ones. The second photo shows the tyvek lid label label and its barcode scan results for the lot number: "reaq1278", where expiration date is mismatching. The third photo shows the outer carton label and a five maxcore visible tyvek lid labels where two belongs to lot number: "refs4260", three belongs to "reaq1278". Based on the findings, the investigation is confirmed for the reported labelling problem as the returned devices labels were mismatching with the original manufactured labels. A definitive root cause for the reported labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2019). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a procedure, the device allegedly had labelling issue. There was no patient contact.